Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Two (2) ti quarter-tubular plates with collar 6 holes/47mm were implanted in a six year old pt. One was placed on the radius and one on the ulna. One month later, the pt was returned to the operating room for removal of one bent plate and one broken plate. This report is #2 of 2 for the same event.